Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link neutral luer activated device broke while the nurse was securing a syringe to the device. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.